Event description:
This device was returned with oos documentation from biotronik rep eric field. Per oos, this lead exhibited intermittent loss of capture and undersensing. When attempting to disconnect it from the header of the pacemaker, the physician needed to apply force to disconnect them. This lead was replaced with another setrox s 53, (B) (4).